Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of retraction failure could not be confirmed from the two representative 20ga insyte autoguard units that were received in sealed packaging from lot #3342333. A functional test of the returned units revealed that the needle fully retracted when the safety mechanism was activated. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: it was reported by customer that needle sticks - not retracting.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Note: it is unclear if a needlestick occurred with this reported batch. Customer did not respond to clarification questions. Conservatively filing as si.